Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 366 mg/dl when paramedics arrived. Customer stated that she has excessive no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.